Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer 3.1 device was not detected on the bus. The customer stated that this malfunction caused the user to dispense medication from another station temporarily. There was no delay to the patient workflow as user was able to remove meds. No adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 device was not detected on the bus. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.